Event description:
Hemodialysis machine turned itself off and no alarm sounded. Blood began to separate in tubing. Pt was disconnected from machine. Estimated blood loss was 240 cc. An external power event had caused the device to turn off. Device saw power failure as normal power condition and failed to alarm. Records show the battery back-up for the alarm had been replaced on 2/22/95. Contact with MFR indicates they are aware of the problem and suggested replacing the circuit board. Updated model can detect electrical instability and alarm. All machines upgraded as of 3/26/95.